Event description:
Device was returned with inner tip broken free from the device. Contact at hosp confirmed that it had occurred during surgery. Piece was retrieved, however a half hour delay resulted. No pt injury reported. No hosp incident reported.